Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer blood glucose was 235 mg/dl. Reportedly, the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor. Low bg cause was not known. Customer consumed glucose tablets to address bg and the bg had risen to 200 mg/dl. Customer reverted to an alternate method of insulin therapy.